Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, resistance was met during advancement of the device through the endoscope; therefore the device was removed. During withdrawal, the push catheter broke into two pieces at the exit port. The broken pieces remained inside the endoscope and were removed together with the endscope from the patient. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system and stent component were returned for evaluation. Visual evaluation revealed no damage to the stent. The push catheter was found broken in two pieces at the exit ramp window. The guide catheter was found stretched. Functional evaluation was performed; a 0.035" guidewire was inserted at the distal tip of the guide catheter, but could not pass through its length due to the stretching in the guide catheter. Based on the condition of the returned device, it appears the delivery system came into contact with the endoscope and became stuck which most likely caused the noted damages. Therefore, the most probable root cause for this event is caused by another device. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. (B)(4): push catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, resistance was met during advancement of the device through the endoscope; therefore, the device was removed. During withdrawal, the push catheter broke into two pieces at the exit port. The broken pieces remained inside the endoscope and were removed together with the endoscope from the patient. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.